Manufacturer narrative:
Product analysis: no product was returned. A review of the device history record (DHR) was performed for this 25mm valve. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 21mm bioprosthetic valve, the surgeon was unable to seat the valve properly on the native annulus. The surgeon had sized the valve with both ends of the sizer; however when attempting to seat the valve, it would only fit on two commissures. The valve was replaced with a 20mm mechanical valve. No adverse patient effects were reported.